Event description:
It was reported that the patient experienced occlusion event in which the infusion set cannula was bent and had high blood glucose event which was treated by manual injection on (B)(6) 2026. The symptoms were headache and nausea.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.